Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were getting a message need new battery. Pt said they started to get the message a week or so ago. During the call, agent had the pt reset the controller. Agent had the pt checked the controller battery compartment and battery pack for damage and no damaged was reported. Pt said they got no device found when they unlocked the screen. Agent had the pt check the recharger wire for damage, and the patient said no damage on the wire but there was a plastic piece that broke off near the connector pins of the recharger. Agent had the pt start the Implantable neurostimulator (INS) charging session. Pt said it was recharging excellent. Pt controller said the controller battery was at 100%, and the INS was at 100%. However, while recharging the patient got a message batterie low, replace controller batteries soon message. The issue was not resolved. A request was sent to the repair department to replace the recharger. Pt also said their INS stimulation keeps turning off by itself even if the INS battery was charged. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.